Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. A device history review has been completed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that during a case, the device jaws could not be re-opened. There was no patient injury as a result. The customer has reported that the device was discarded after the case.